Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with glued on the drive support disk, cracked end cap, and cracked and bleeding display window glass. Unable to verify alarms due to cracked and bleeding display window.